Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, service report and in device log files. The reported issue was investigated further on-site and it was found that the air gas module was defective and required replacement. After replacement of the air gas module, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No part was returned for further investigation, hence the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).